Manufacturer narrative:
(B)(4) - initial report. Additional information, including operative notes, x-rays, medical history of the patient, lot code of the ceramic liner and if there is a link between the corin devices and the event, has been requested in order to progress with the investigation of this event. Available information will be detailed in a supplemental report. The appropriate device details have been requested. The relevant device manufacturing records will be identified and reviewed. Conclusions will be provided in a supplemental report. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the biolox delta ceramic head and liner after 9 years due to infection. Note: the trinity ceramic liner 321.03.436 is not cleared in the USA.

Manufacturer narrative:
Per 9646 - final report. Additional information, including operative notes, x-rays, medical history of the patient, lot code of the ceramic liner and if there is a link between the corin devices and the event, has not been communicated by the reporter. Only the appropriate devices details of the ceramic head have been provided and the relevant device manufacturing and sterilisation record has been identified and reviewed. Review of this record revealed no product non-conformity or deviation from process that would have caused or contributed to the reported event. The reported device was manufactured, packed and sterilised to the correct specifications at the time of manufacture. Note: the reporter cannot advise which ceramic insert was revised, as the ceramic liner was broken in order to remove, so the lot number was not visible. The cleaning method, the sterilization method and sterile barrier system used to package our devices have a long history of safe and effective use at corin for a wide range of orthopedic devices and has been validated in accordance with the relevant standards. Infection is a known complication with any invasive surgery . Based on the above, no further investigation can be conducted. Corin now considers this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the biolox delta ceramic head and liner after 9 years due to infection. Note: the trinity ceramic liner 321.03.436 is not cleared in the USA.